Manufacturer narrative:
(B)(4). D10: 51-104160 tprlc 133 t1 pps ho 16x152mm 7130643; 51-107120 tprlc 133 mp type1 pps ho 12.0 6232309; 51-105160 tprlc xr t1 pps 16x152mm 7136707. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inspected stock items had damage to the sterile packaging. There was no patient involvement. It was reported that no further information is provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02139; 0001825034-2024-02140; 0001825034-2024-02142. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. The event is confirmed based on the evaluation of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.